Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were called who took her to the hospital on an unknown date with a blood glucose level in the 600's mg/dl. The customer was experiencing stress because his husband passed away and was facing mental confusion due to high blood glucose levels. They were treated with sliding scale and was really tired. The customer did not want to continue troubleshooting. The insulin pump will not be returned for analysis.